Event description:
Report received from an abbott international affiliate of a tubing separation. The customer reported that the set was found separated upon removal from the packaging. The separation was reportedly at the backcheck valve. The customer reported there was no patient involvement.